Event description:
It was reported that upon interrogating the device using a mobile programmer, a message displayed stating that the device was not su pported. Another mobile programmer device was attempted, and the same message occurred. A programmer was then attempted, which gave a serious device error message, but the device still could not be interrogated. The device was not used. It was further reported that the multiple programmers displayed an error message while interrogating the device, and the same programmers were used to interrogate another device without issues. The programmer remains in use. The device was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis information - 2025-12-19 07:18:43 cst pli# 10 product ID# w1dr01 the device was returned and analyzed. The returned device found the hybrid to be out of specification for an electrical parameter. The device was in a serious device memory failure mode. The serious device memory failure mode occurred on 29 october 2025. The device product code was restored and the device showed 127 pors on 29 october 2025. The device passed functional testing. Analysis was terminated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.